Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2015-00081: plate.

Event description:
A long olecranon plate was implanted on (B)(6) 2014. The plate broke postoperatively and was explanted on (B)(6) 2015.